Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, when screwing the right ventricular lead, the "click" mechanism of the setscrew was not heard. The physician was unsure whether the ventricular lead was tightly fitted to the ipg. The setscrew was removed, inspection performed, and physician decision to explant and replace the ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated a damaged grommet, foreign material on set screw, a set screw with a rounded socket, and that the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.